Event description:
Preoperative imaging showed that this pt had bilateral anomalous cochlear anatomy. During surgery the pt experienced a perilymphatic leak. Seven days postoperatively the pt developed meningitis. The pt was hospitalized, treated and fully recovered.